Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported device damaged by another device (caused damaged) is related to challenging patient conditions (transseptal puncture being more anterior and lower) and procedural conditions, and due to this second clip interacting with the first implanted clip and contributing to the slda of the first implanted clip. Image resolution poor is related to procedural conditions associated with imaging being difficult due to shadowing of the catheter. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, aneurysmatic septum (bulging septum), tethered leaflets, leaflets were under tension due to mitral annular dilation, and a valve that appeared to be flat. An attempt to performed a posterior transseptal puncture was made, but the septum, which appeared more mobile, shifted toward the transseptal puncture site from posterior to anterior, resulting a height of 3.9 cm from the mitral valve plane. A steerable guide catheter (sgc) and a first clip, a mitraclip ntw (41029r1094), was inserted without issues and advanced to left atrium. However, to align within the left atrium, it was necessary to perform stabilizer retraction maneuvers and mobilize the steerable guide catheter (sgc) anteriorly/posteriorly, as the clip interacted with the marshall¿s ligament. After applying the m knob and angling the clip to 90 degrees, it was positioned very close to the mitral valve plane and grasping was performed. However, visually, the first clip did not capture as much of the posterior leaflet as it could have, but the gap between the leaflets was larger than in the subsequent clip graspings. Ultimately, the clip was deployed. To further reduce mr, a second clip, a mitraclip ntw (41029r1097) was then inserted and positioned lateral to the first clip. However, after applying m knob and mobilizing the clip from the central a2/p2 portion of the centro-lateral region, the second clip (41029r1097) pulled the mitral leaflets and caused the first clip (41029r1094) to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was then deployed in the desired position. To further reduce mr and stabilize the slda clip, a third clip was inserted and deployed on the mitral valve, reducing mr to a grade of 1.5+. It was noted that during implantation of the second and third clips, some image shadowing caused by the catheter was present. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.